Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that out of range pace/sense impedances and increasing thresholds were observed. During replacement procedure, it was observed that the lead was nicked at implant in 2006 and repaired with suture sleeve. The lead capped and replaced.